Manufacturer narrative:
Date of event/concomitant medical product: therapy dates - the event was reported to have occurred sometime in the year prior to this report. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector disconnected from an unspecified device, leading to a leak. This occurred during an infusion of chemotherapy solution. The reporter stated that the connection appeared to be tight with no visible defects prior to the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.